Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device isn't turning on correctly. Possible power/device configuration failure. No patient involvement, no impact at this time.